Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the metal ring of the endo catch broke. Another device was used to fix the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.